Event description:
Found white plastic thread in leg where vessel harvesting was being done. Surgeon was able to retrieve it with the device itself. No apparent injury noted. All 26 kits with the same lot number were returned to the manufacturer.